Manufacturer narrative:
Device received with high stop current, problem isolated to interface board. Device passed displacement test, self test and off no power test. Device was monitored and tested with no blank display noted. Device received with cracked battery tube thread noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Troubleshooting was performed. Customer stated there was a crack on the battery compartment but pump was not dropped. Customer stated the insulin pump was not exposed to moisture. Customer inserted new battery but the insulin pump display still blank. Insulin pump will be returning for analysis.